Manufacturer narrative:
This report is submitted on october 15, 2021.

Event description:
Per the clinic, the patient developed a fever and was subsequently treated with antibiotics on (B)(6) 2021 (specific type and duration not reported). This did not alleviate the problem and the patient was hospitalized on (B)(6) 2021 due to an episode of suppurative meningitis. The implanted device remains and the patient is still receiving treatment in hospital as of the date of this report. The following additional information was received regarding the episode of meningitis: the patient is reported to have an etiology of congenital deafness. There were no reported craniofacial malformations, nor basilar skull fractures. The patient did not receive pre-implant immunizations. Perioperative antibiotics administration not reported. The receiver stimulator was not drilled to the dura, and no surgical complications were reported. No csf leak occurred post operatively. The meningitis episodes did not occur within 30 days of a neurologic procedure, no vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. No csf cultures were done. The patient has been hospitalised for 13 days and the treatment was successful. The patient did not undergo an explant or reimplantation of cochlear implant. Perioperative antibiotics administration was not reported. Patient had tubes during the meningitis episode. Additional information has been requested but it has not been made available as of the date of this report.